Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.50mm wolverine was used to dilate the target lesion and after inflation, the balloon ruptured. The procedure was completed with a non bsc device successfully. No patient complications were reported in relation to this event.